Event description:
It was reported that during a procedure of the narrow, non-calcified, 75% stenosed, distal left anterior descending (lad) artery, post pre-dilatation with a 2.0 x 15 mm non-abbott balloon, the 2.25 x 23 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. It was noted that a previously implanted 2.25 mm x 30 mm non-abbott stent was located in the mid lad. Although there was no resistance felt during the xience v sds advancement it almost fully crossed the stent near the lesion but the xience v stent became entangled [hooked] with the implanted stent. The xience v sds was attempted to be removed unsuccessfully and the stent implant became dislodged in the vessel. A 3.0 x 15 mm and a 3.5 x 15 mm non-abbott balloon catheter were used to deploy the stent in the vessel; not in the lesion. The lesion was treated with balloon dilatation only. The patient was transferred for observation. There was no additional medical intervention performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience everolimus eluting coronary stent system instructions for use (IFU) states: stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Distal to stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.